Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be an untightened blue winged luer cap. Functional testing was performed with no issues detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked. The leak was further described as the pharmacy technician opened a baxter shipping box and noticed that there was fluid in the outer bag. The infusor was filled with 2300mg of fluorouracil hs in sodium chloride 0.9%. This occurred prior to use. There was no patient involvement. No additional information is available.